Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastric bypass procedure, the device was being used to create an enterotomy into the stomach. On the third activation, the active blade broke off and fell into the patient. Note that the tips had not yet been cleaned. The broken blade was retrieved. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad in good physical condition and properly attached to the clamp arm; not detached as reported. The blade was gouged. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. It is possible that the wrong instrument was sent because the instrument had a conforming tissue pad.